Manufacturer narrative:
Lifescan (lfs) has requested return of the subject products(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2008, the lay user/ patient contacted lifescan (lfs) alleging a onetouch ultra2 meter was reading inaccurately high for the past year. The medical affairs specialist (mas) was able to contact the patient to obtain/verify additional information. The patient tests his blood glucose once daily and manages his diabetes with pills, diet and exercise. For the past four to five months, the patient reportedly feels that his meter has been reading higher than usual compared to his feelings. The patient mentioned that during the past months, he would sometimes experience symptoms of low blood glucose such as shaky after obtaining blood glucose result of about "150 mg/dl." As a result, the patient drank some soda and reportedly felt better but did not attempt to recheck his blood sugar. He reportedly continued to manage his diabetes by taking metformin and glipizide with diet and exercise. At an unspecified time recently, he visited his doctor for a normal checkup and was advised by his doctor to check his blood sugar and if it is low, then skip the metformin and glipizide. The patient did not provide specific dosage and stated that his blood glucose result on the doctor's meter was around "110 mg/dl." The patient's normal blood glucose ranges from 90-110 mg/dl. This complaint is being reported because the patient claimed he experienced symptoms suggestive of hypoglycemia after the alleged meter issue.